Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4) - urinary and bowel problems; undefined recurrence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, vaginal discharge, burning with urination, vaginal itching and ovarian cyst. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.